Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after waking during the night while using the ilet with a g7 cgm, with context indicating potential maladaptation due to misused meal announcements and a missed meal announcement, and the user planned to review bg targets and a possible reset with their clinician. Symptoms included dizziness and shaking. Outcomes included self-treatment with oral glucose using a honey packet and half a cup of juice, without assistance and without medical intervention. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed user-related use error involving meal announcements that led to inappropriate automated corrections and basal adjustments contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management and meal announcement use.